Manufacturer narrative:
During troubleshooting, the customer observed that the mixer paddles (list 09d59-02) were bent. The mixer paddles were not able to enter the cuvettes for mixing. The paddles were replaced. A review was conducted of the architect c16000 instrument logs and did not find any cause for the bent paddles. The reaction graph for the initial low result does not show an increase in absorbance after the addition of the r2 reagent indicating the lack of mixing due to the bent paddles. After the paddles were replaced, control samples were tested and met specifications. Subsequent instrument operations were acceptable. A review of the architect c16000 analyzer's (serial number (B)(4)) service history identified no additional contributing factors on or around the date of the issue. No additional result issues have been reported since replacing the bent mixing paddles. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual provides information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The customer resolved the issue by performing troubleshooting and replacing the bent mixers in accordance with current product labeling.

Event description:
The customer reports that one patient sample generated an initial clin chem magnesium assay result of 0.29 mmol/l / 0.71 mg/dl on an architect c16000 analyzer (the typical normal reference range for this assay is 0.66-1.07 mmol/l or 1.6-2.6 mg/dl). The patient was administered magnesium based on this decreased result. A subsequent blood sample generated a magnesium result of 1.57 mmol/l / 3.82 mg/dl. The initial sample was then retested and generated a result of 0.69 mmol/l / 1.7 mg/dl. No further patient information was made available. There was no impact to patient management reported.

Manufacturer narrative:
Manufacturer name, city and state, corrected.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended .